Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during intra-op for scs trial dr could not drive lead up to c2. Changed to another lead and dr was able to drive and place trial lead easily. Patient has had multiple neck surgeries, may have been scar tissue that made placing the lead difficult. Patient also has hardware in her neck. Dr was using fluoroscopy while placing leads. He repositioned needles, tried different entry levels, and tried to drive the leads several times. After an hour of trying, dr tran asked to try a new lead. With the second lead he was able to place the lead easily. Issue is resolved.